Event description:
It was reported that during npwt utilizing a pico 7, the pump stopped working and all indicator lamps illuminated. The sales rep received and checked the product, and confirmed the pump had heat and dirty water came out from the pump when it was tilted. It seems the pump had been once immersed in dirty water by accident. A backup was available. No patient harm. No delay. It is unknown if the overheating occurred during the procedure or during the revision by the sales rep.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out using the part number provided. There have been no further complaints related to overheating in the past three years. The device was used for treatment. No samples were received for this complaint therefore a visual inspection and functional evaluation could not be performed. It was reported that during therapy all indicator lights illuminated. It was also reported that heat and dirty water came from the pump ¿ and it is thought the device may have been immersed in dirty water by accident. As all indicator lights were illuminated, the device entered a non-recoverable error state. This was likely caused by the water inside the internal components of the pump. If the pump does enter an error state, it must be replaced as the device has detected unsafe levels of operating. This is a patient safety feature. The IFU clearly states that the pump must not come into contact with water or other liquids during therapy; the pico dressing should not be exposed to a direct spray or submerged in water. While disconnected, ensure the end of the tubing attached to the dressing is facing down so that water does not enter the tube.¿ prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. Based on the information provided the root cause was determined as user variance and a relationship between the event and device was confirmed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.